Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified delamination, crease fold, white particles, and broken shell. Leak test was performed and identified an opening on posterior side. A microscopic analysis was performed which identified a smooth broken crease on posterior side, and delamination of diaphragm valve. Based on the device analysis, the final assessment was a smooth broken crease on posterior assessed as fold flaw opening, and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.